Event description:
It was reported that on (B)(6) 2013 a patient had a left ankle fracture implant. The patient returned to the operating room on 3/26/2014 to remove a distal fibula plate and screws due to reported infection. The surgeon removed all hardware, and performed an irrigation and debridement procedure to manage the infection. A vacuum assisted closure (vac) was applied after closure. The surgery was completed, and hardware was removed easily with no delay. It was reported the ankle fracture has healed; the wound was not healed as of the date the event was reported. This is report 1 of 14 for this event (B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of locking compression plate lateral distal fibula plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.